Event description:
Home pt (hp) reports "pain" due to excess air infused into peritoneal cavity during treatment on homechoice device. Baxter tech assisted hp in repriming the pt line of the homechoice set to complete treatment, as hp reports hp was unable to prime line. Hp reports "pain" has subsided on its own, and reports no injury or medical intervention required as a result of incident.